Event description:
Information was received regarding a cadd administration set. It was reported that reporter went home to assist with bag change, and when he removed the abt from the bag he noted the bag was full. He stated a green light was blinking and the reservoir volume was at 20.4mls. The pump program was reviewed for ampicillin 8gm in 580mls ns with a continuous rate of 24.2mls/hr and reservoir volume of 20.4mls. They reviewed the event log and noted that the pump was started at 10:35am and he did not note any alarms in the event log throughout the evening. Patient had been off abt for a little under 24 hours. They were advised to stop the pump and disconnect the patient, as abt is only good for 24 hours. They were also advised to follow up with the rph to request a new pre-programmed pump and delivery asap. It is unknown if there was no patient, or clinician injury associated with this event.